Event description:
It was reported the multifocal intraocular lens (iol) was removed and replaced due to improper iol power. No injury or adverse effects to the patient.

Manufacturer narrative:
The intraocular lens (iol) was received in a condition that precluded analysis . Batch records were reviewed and showed no deviations. Diopter measurement records from this particular lens was verified and showed to be within specifications. This is in compliance with the labeled dioptric power 20.5 diopter of this lot number. A review of the historical complaint data base revealed that no other complaints from this lot number were received.